Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient sought medical attention at the emergency room (ER) due to issues with her pod. She was wearing the pod at the time and noticed her blood glucose levels were above 400 mg/dl, accompanied by vomiting. Despite attempts to administer boluses, the device failed to work. The medical visit lasted less than a day, with discharge at 11:15 pm. The patient was diagnosed with diabetic ketoacidosis (dka) and received treatment including fluids, anti-nausea medication, and long-lasting insulin. She reported that the bolus function was not working and discovered the cannula was bent upon removing the pod.